Event description:
Received phone call from the attorney general's office requesting info on the function of a "lifecare" portable ventilator. It was alleged that a pt expired after becoming disconnected from the device and no alarm was reported to have sounded. It is unknown at this time to when this was to have occurred, where, and the identity of the actual unit involved.